Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient felt stimulation come on in the middle of the night and checked with programmer and confirmed the implant was off. The patient felt like stimulation was going down their hips and legs. Impedances were normal and the implant was off when checked with the programmer and clinician programmer. When stimulation was turned on the patient could tell it came on but also noted it felt the same whether stimulation was off or on. It was noted the patient seemed to be getting therapy for what they were implanted for and could feel stimulation. There were no falls or traumas the patient could remember around the time the issue started and the physician was unsure what was causing the issue.

Event description:
Additional information was received from a manufacturer's representative(rep). It was reported that the patient had their system explanted on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for spinal pain. It was reported that when the patient turned their stimulation off at night and when they went to lay on their side they felt stimulation running/ a constant tingling in the back and legs for the last 2 and ½ months and last night were woken up in the middle of the night and the tingling was bad. Medical history included the patient had a number of nerve blocks and epidurals for the back and all kinds of blood tests and didn¿t necessarily think it was the stimulator and patient stated it could be a neurological problem instead. It was recommended the patient have their device checked with the health care professional (hcp) to rule out an ins issue. These medical events took place 2 and ½ weeks ago so they didn¿t use the stimulator, and the ins seemed to go down even though they weren¿t using it, and patient services reviewed that the ins will deplete even when it is off and that the patient should continue to charge the ins. On (B)(6) the patient clarified that they have neuropathy and their hcp did testing on the legs / feet, blood tests, back x-rays and balance test and suggested arthroscopic back surgery. The tingling in the back and legs had not yet been resolved. When the patient saw the hcp that manages their ins they did not suggest surgery and then the patient received the injections which worked great for a couple of weeks but then the tingling and trembling returned. The patient has contacted this managing hcp for an impedance check.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.